Event description:
It was reported that episodes of noise resulting in oversensing and myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve event. The patient was stable.

Event description:
It was reported that episodes of noise resulting in oversensing due to electromagnetic interference (emi) and myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve event. The patient was stable.

Manufacturer narrative:
Correction: b5.